Event description:
Approx 10 days prior to 2008, the pt was hospitalized for severe hypoglycemic coma. The cause for the event is not yet known. No further info is available. Product was requested to be returned for eval.